Event description:
It was reported to gore via (B)(6) that on an unknown date in 2013, a patient underwent urgent treatment of a symptomatic thoracic aortic dissection measuring 35 mm beginning in zone 3 and extending to zone 8. The indication for treatment was pain. A conformable gore¿ tag¿ thoracic endoprosthesis (tgu343415/unk) was reportedly implanted in zone 3 with no issues and covered the primary entry tear in zone 3. On post operative day 1024, maximum aortic diameter within the treated segment measured 53 mm. The data received indicated this was growth greater than 5 mm. No additional procedures or interventions were reported.